Event description:
Additional information was received from the healthcare provider (hcp). They reported the cause of the patient not feeling stimulation was the lead being separated from the battery. The patient would undergo replacement/revision, but that had not yet occurred. The cause of the programmer not being responsive was determined, however no cause was identified. They noted an x-ray was or would be taken to resolve the issue, but it had not yet occurred. The cause of the ins moving/flipping was not elaborated on, but it was noted it would be resolved through revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was wondering if the device is defective because they can't feel stimulation and they aren't able to connect with their ins. Patient said they could feel stim on the day of implant but hasn't been able to feel it since. Patient also mentioned that since that day of implant, they've had issues trying to connect with their ins at home and said they had to go to the doctor's office months ago to have them help connect. Patient said they did connect to their ins at the doctor's office and at first the program wouldn't let them increase stim, but once they were able to, they kept increasing stim but they couldn't feel anything. Patient said at one point when increasing stim they were not able to increase it any higher, they said the programmer was unresponsive. Patient said that was the last time they've been able to connect to their ins and said they've basically always had this problem. Patient confirmed no falls or trauma. Patient confirmed they use the blue side of the communicator against their skin, confirmed communicator is not plugged into power source, confirmed communicator is charged, and also said they have tried placing communicator in all directions to try and connect. Asked patient if they can feel ins if they palpate skin and patient said that the ins "flips around in there" and it moves. Patient said as soon as they healed and therewas scar tissue around it, there's a pocket around there for the ins and they said they can move it, like 3-4cm. Patient said they cannot feel the ins flat against their skin and that it never stays in the same place. Redirected to healthcare provider (hcp) to check internal components and address this possibility for telemetry issues.

Manufacturer narrative:
Concomitant medical products: product ID a520 lot# serial# unknown product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.